Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage in the patient cable was confirmed via functional and log file analysis. The power module patient cable (lot number: 10000820) was returned for analysis, and two log files [(B)(4)] were submitted for review. The log files showed overlapping events spanning approximately 29 days [(B)(6) 2020 ¿ (B)(6) 2020 per timestamp]. Lower than the expected 14v was captured when connected to the power module with rsoc voltages captured as low as 12.4v and bus voltages captured as low as 13.3v. Pump operation was not affected during these events. No other notable alarms were observed in the log file. The black connector of the patient cable had two pins stuck in the female receptor pin, a male pin broken off and another male pin that was bent. Upon attempting to straighten the pin for further testing, the pin broke off from the connector. The patient cable was connected to a mock loop, test system controller, and test power module. The patient cable was able to support the mock loop without any alarms activating. An insulation test was performed, and the patient cable failed. Resistance testing of the underlying wires revealed an open loop between the orange to orange wire connection on the black power cable. Most of the remaining underlying wires exhibited levels above their accepted threshold and ranged from 1.0 ¿ 6.5 ohms. Removal of the outer jacket revealed that the orange wire had been severed. The root cause for the reported event was determined to be conductor breakdown consistent with repetitive flexing of the cable during use. The device history records of the patient cable (lot number: 10000820) were unable to be reviewed due to the records being unavailable and maintained by the vendor. The power module instructions for use (IFU) under precautions section states to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. The heartmate ii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Additionally, the heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. Heartmate ii IFU section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery clips. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a log file review was requested. The patient's log file displayed a few low voltage advisories due to depleted batteries in use (normal battery depletion. In addition, several low voltages on rsoc (relative state of charge) while the patient was tethered on patient cable/power module (most often due to cable fatigue) were observed. Technical services recommended replacing the patient cable with a new one (recommendation is to replace the patient cable with a new one annually). The log displayed a high number of power cable disconnect(s) while tethered on batteries. Technical services asked to verify the patient¿s battery clip contacts are clean and free of debris/residue and the batteries are fully charged, calibrated / changed in a proper manner. The battery terminals may be cleaned with an alcohol wipe. There were no other unusual events seen within the log file. The mcs equipment is operating as intended. It was reported that the vad team exchanged the patient¿s batteries, power module cord and battery clips due to being expired.